Event description:
It was reported that during a vault reconstruction system shoulder arthroplasty procedure, the k-wire fractured during implantation of the glenoid component. The patient did not retain a foreign body and there was no significant delay to the procedure as a result. No further information available at this time.

Manufacturer narrative:
UDI (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a vault reconstruction system shoulder arthroplasty procedure, the k-wire fractured during implantation of the glenoid component. It was not indicated if there were any patient consequences as a result of the malfunction. No further information available at this time

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.